Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 07k65-78 that has a similar product distributed in the us, list number 07k65, with 510k/PMA/bla number k173122. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely depressed architect free t4 result for one patient. The sample was repeated with higher results. The following data was provided: sid (B)(6) initial result = 8.56 repeat result sid ff155 = 13.10 pmol/l. Reference range = 9.09-19.04 pmol/l. No impact to patient management was reported.